Manufacturer narrative:
(B)(4)

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer was introduced into the anatomy for an aortic valve implant procedure. Upon removal of the device it was noted that the sheath had split. Review of the angio revealed vascular damage at the level of femoral artery. Root cause of the vascular damage was linked to the non-bsc vascular access closure system. No further patient complications were reported and the patient was stable throughout the procedure.

Event description:
It was reported that a seam tear occurred. A 14 f isleeve introducer was introduced into the anatomy for an aortic valve implant procedure. Upon removal of the device it was noted that the sheath had split. Review of the angio revealed vascular damage at the level of femoral artery. Root cause of the vascular damage was linked to the non-bsc vascular access closure system.. No further patient complications were reported and the patient was stable throughout the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an isleeve and the dilator. The dilator was received out of the sheath and the device was bloody. The sheath and tip were microscopically examined. Inspection revealed tip damage, a seam tear that was 18 cm in length (started at tip) and a second seam tear that was 17.5 cm in length (started at tip). There was crazing around the edges of the tears. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).